Event description:
In 7/02, gliatech, inc received a letter from customer, who reportedly had surgery in 2000 to correct a re-herniation of l5-s1; adcon-l was administered. Customer reported three days later, to have developed a spontaneous cerebral spinal fluid leak and readmission to the hosp. Customer was in the hosp for 6 days with severe spinal headaches, extreme discomfort, migraine headaches, nausea, vomiting, vertigo and lack of bowel and bladder control and was administered a pca morphine drip. Two shunts in the extreme ends of customer's spinal column drained 900-1100 cc's of spinal fluid. Customer reported that the initial l5-s1 surgery was performed in 2000, followed by the second surgery described above (2 mos later) and reports a third lumbar surgery in 2001 to loosen up scar tissue. Customer currently being evaluated for reconsideration of further spinal surgery. Customer is disabled and not able to work.